Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported rupture against right device and "concern with the product". Device has been explanted.

Event description:
Healthcare professional confirmed rupture through ultrasound. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified; curved opening on posterior, red biological tissue in the shell and underweight. A visual and microscopic analysis was performed which identified; a sharp opening assessed as a surgical impact opening, for the stress marks in the shell, striated extended broken on anterior, sharp broken on anterior, missing shell (0-25%), wear abrasion and creases flat. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as a surgical impact opening. A sharp pattern on anterior of broken assessed as an unidentified (tear) opening. A striated pattern of broken assessed as surgical damage consist in the use of some surgical tool. Missing shell assessed as inconclusive. Additional, corrected and/or changed data: b.5, d.4, d.10, h.3, h.4, h.6.

Manufacturer narrative:
The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reports rupture against right device and concern with the product. Device remains implanted.